Manufacturer narrative:
Complete initial reporter name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer stated the alarm had been present for an undetermined amount of time. The previous rn did not give any report on why or how the alarm occurred. The getinge representative guided them in disconnecting the fiber optic cable and advised them to leave it unplugged. The transduced inner lumen was already connected and producing and adequate waveform and indices on the iabp. There was no patient harm or adverse event reported.

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer stated the alarm had been present for an undetermined amount of time. The previous rn did not give any report on why or how the alarm occurred. The getinge representative guided them in disconnecting the fiber optic cable and advised them to leave it unplugged. The transduced inner lumen was already connected and producing and adequate waveform and indices on the iabp. The iab was removed after approximately three days of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): sex; date of birth; age at time of event / age units (patient); weight. / weight (units); describe event or problem. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).